Event description:
It was reported via user facility medwatch # (B)(4) that guidewire detachment occurred. The patient presented with gallstones and underwent a chole tube and biliary drain exchange procedure. The target lesion was located in the biliary tube. A 035/145 amplatz super stiff guidewire was advanced and placed in the existing tube, tube was removed, and a new tube was placed. Physician noticed wire was unraveling so he added a non- boston scientific (bsc) wire to amplatz wire to maintain access. The physician removed the tube and no issues with tube. The physician then carefully removed wire successfully but was concerned because the wire continued to unravel during removal. However, during the procedure the amplatz wire sheared off in the biliary tube and became stuck in the patient's duodenum. All components were successfully removed and the procedure was completed with a non-bsc device. No patient complications nor injuries reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch; the unit returned split in two pieces. The device was inspected according to procedure. The customer attached a fluoroscopy pictures, nevertheless as per pictures provided, no damages were observed at the part of the device taken at the pictures. The guidewire was returned, and it was observed that the coil wire was detached and unraveled, also the core wire was detached at 2.4 cm from the distal tip. Under microscope it was observed that the core wire was detached.

Event description:
It was reported via user facility medwatch # (B)(4) that guidewire detachment occurred. The patient presented with gallstones and underwent a chole tube and biliary drain exchange procedure. The target lesion was located in the not calcified biliary tube. A 035/145 amplatz super stiff guidewire was advanced and placed in the existing tube, tube was removed, and a new tube was placed. Physician noticed wire was unraveling so he added a non- boston scientific (bsc) wire to amplatz wire to maintain access. The physician slowly removed the tube and no issues with tube. The physician then carefully removed wire successfully but was concerned because the wire continued to unravel during removal. However, during the procedure the amplatz wire sheared off in the biliary tube and became stuck in the patient's duodenum. All components were successfully removed, and the procedure was completed with a non-bsc device. No patient complications nor injuries reported, and the patient status was fine.